Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000109, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The issue was confirmed to be due to the footswitch. The footswitch was not replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. Prior to the procedure, the system remained in standalone mode. The site tried rebooting the system several times without resolution. It was confirmed the pendant dongle was in place. The procedure was cancelled due to the issue. The issue did not result in procedure delay. The surgery was rescheduled. There was no reported impact on patient outcome. The system was reported as down for approximately 7 hours.

Manufacturer narrative:
H3) the switch foot was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The foot pedal was installed into a known working system. The system failed to initialized. An electrical failure was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID bi30000109 serial#(B)(6) b5: additional information provided medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: the customer reports that the patient was not yet under anesthesia and no incision was made. Serial number for defective footswitch was provided. The footswitch was replaced and the spare part was sent for analysis. The wsp was amended.